Manufacturer narrative:
(B)(4). To date, the device has not been returned.  If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that the patient experienced pain, emotional distress and scarring following the procedure. No additional information was provided.